Event description:
Hill-rom received a report from a hill-rom technician found the brakes not holding. The bed was located in the repair shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.